Event description:
Patient's fasttake meter would not power on. He did not report having any symptoms. No adverse event reported. The issue was unresolved with troubleshooting. Patient also reported blood glucose results of 500 and 100 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.